Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 221 mg/dl. The customer stated that the tubing in the pump was dipping a little insulin. The patient had to re-prime and set new tubing. The patient needed assistance priming the pump and inserting it into her body. The patient stated that there was a no delivery alarm from the pump. The customer stated that she will call back since she was in the middle of doing a set change.